Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One quadripolar, therapy ablation catheter was received for evaluation. The catheter shaft deflected and straightened when actuating the steering mechanism and deflected in the correct shape according to specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deflection issue remains unknown.

Event description:
During the procedure, the catheter could not rotate as intended. While rotating the device, resistance was felt, and the device became stuck rotating in one direction. There was no unusual material blocking the device from rotating. Another attempt was made to apply increasing force to rotate the device. However, device was rotated quicker than intended normal rotation and still could not reach the target. Procedure was cancelled with no adverse patient consequences. There was no product replacement in this event.